Event description:
Was received regarding the event. It was reported that the patient had neck pain and chronic numbness in her bilateral lower abdominal. The patient presented kyphosis, foraminal stenosis, pseudoarthrosis, listhesis and had broken hardware and loose screws. The revision surgery of t-10 pelvis revision posterior fusion of foraminotomies laminectomy was performed on (B)(6) 2020 with transforaminal lumbar interbody fusion. The procedure was lumbar lam peicle screw w navigation, 2 left carpal tunnel surgery wit curvature, bladder lift, cervical neck fusion, cholecystectomy, cystocele, hysterectomy, left arm artery, repairs, 2 right hand carpal, lumbar back, lumbar back fusion, neck fusion, neck surgery, rectocele, right rotator cuff repair, rotator cuff repair, tonsillectomy and adenoidectomy; age 12 or over, trigger fingers repair. The patient had past medical history of depression, hyperlipidemia, hypothyroidism, lower back pain, kyphosis, foraminal stenosis, pseudoarthrosis, sicca syndrome. The medtronic hardware and screws were removed and replaced with new products. Post-op imaging studies determined that there were no patient complications after the revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via patient liaison regarding broken rod. It was reported that post-op, 2 rods was broken. Patient had a surgery on (B)(6) 2020 and had to undergo revision in (B)(6) 2020 to replace the rods.